Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer troubleshoots the issue on their own and is unable to observe insulin exiting the cartridge pigtail. The customer uses novolog insulin in their cartridges for up to 7 days. Tandem technical support informed the customer that novolog insulin is recommended to be used up to 72 hours. The customer experienced blood glucose (bg) levels of 550mg/dl at its highest and trace levels of ketones. The customer would change their infusion set, deliver correction boluses and drink fluids in order to address the bg and ketone levels. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.